Event description:
Multiple pump motor stall with recoveries was reported. The initial stall occurred on (B)(6) 2011 at 6:24, following which the stalls continued to occur till (B)(6) 2011 per the logs. Patient experienced withdrawal symptoms especially nausea and increased pain. A dye and roller study were done on (B)(6) 2011; dye study showed dye pooling in the pocket under the pump and the roller study showed no movement of rollers. Pump was returned to minimum rate and subsequently replaced. It was stated that the pump was replaced due to motor stall and significant volume of drug in pump at refill. The existing catheter was not explanted. Patient recovered without sequelae following the pump replacement. Drug delivered via the device was hydromorphone 15mcg/ml, dose 1mcg/day. It was also noted that post-implant, 'drug infused approx. 3 days, no drug infused approx. 3-4 days and drug infusion resumed normally'.

Manufacturer narrative:
Final analysis of the device revealed a mechanical wear, hole in the pump tube. A leak was found approximately 1cm from the outlet port.

Event description:
Additional information: it was later reported that during surgery the catheter showed rent (tear) and was literally not connected to the pump; hence pooling of dye in pocket. 1 ml of cfs was aspirated at the pump replacement and the catheter was spliced and repaired. The health care provider (hcp) decided not to prime the pump at implant. It was reported that the patient continued to do well.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.